Event description:
This is an exemplary case about 1 of 10 patients for which no demographics were provided. This is a literature report from a retrospective study aimed to evaluate the results of vascular complications associated with hyaluronic acid fillers treated with ultrasound-guided injection of hyaluronidase according to the brazilian society of dermatology guidelines. This literature report from brazil concerns a patient. The patient was injected with hyaluronic acid, between january 2016 and may 2017. After the hyaluronic acid injection, the patient experienced various degrees of facial ischemia. It was further described as an angular artery obstruction and as vascular complications associated with hyaluronic acid. The patient was evaluated at admission for the presence of livedo reticularis, pustules, and loss of sensitivity in the facial skin. The most frequent signs were livedo reticularis, hypoesthesia and local pain. The initial doppler ultrasound assessment was performed to locate the regional arterial branch and evaluate blood flow in all its extension. Absence of visible blood flow and the presence of tardus parvus were considered signs of possible sites of arterial obstruction. The patient was treated with an ultrasound-guided injection of hyaluronidase. Hyaluronidase (1500 units / 10ml of saline solution) was injected in the affected skin areas with a 25-gauge cannula, at 300 to 750 unit doses. Treatment was initiated between 3 to 72 hours after the hyaluronic acid injection. Ultrasound evaluation was repeated five minutes after hyaluronidase injections to assess arterial blood flow and/or reappearance of venous blood flow. Hyaluronidase injections were repeated when necessary and the procedure was ended upon ultrasound visualization of both adequate arterial and venous blood flow. The patient had the total injected hyaluronidase dose calculated and was also evaluated for improvement of the initial clinical signs. Although the patient complained of local pain during the hyaluronidase injection, they did not persist with pain after the procedure ended. The total dose of injected hyaluronidase ranged from 300 to 750 units. Post-hyaluronidase treatment doppler ultrasound showed pervious facial arteries and veins in the patient. The arterial and venous blood flow were both restored after hyaluronidase treatment and a large venous branch not visible before treatment exhibited normal blood flow after hyaluronidase injection. The patient was additionally treated with prostavasin for 72 hours due to intense livedo reticularis which extended to the nasal ala. The time for complete reversal of ischemia was a maximum of 7 days. The patient had no ulcerations,crusts or any other signs of damage to the skin. Due to the provided information, the outcome of the event was considered as resolved. In the opinion of the authors, hyaluronidase was perhaps the most effective treatment for vascular complications, because it degraded hyaluronic acid that caused external compression of the blood vessels. By means of doppler ultrasound, smaller doses of hyaluronidase were employed to achieve satisfactory results. Ultrasound-guided hyaluronidase injections were more precise and therefore the procedure became less painful to the patient. This technique also allowed real-time assessments of blood flow before, during and after treatment, indicating its effectiveness or the need for further hyaluronidase injections to restore vascular permeability. The authors believed that external venous compression may be responsible for the facial ischemia. As in phlegmasia cerulea dolens seen in deep-vein thrombosis, external compression may compromise venous outflow, which retrogradely raised capillary pressure and reduces blood flow in arterioles and arterial capillary vessels, ultimately leading to ischemia and gangrene. Doppler ultrasound allowed treatment of the exact site of obstruction and direct visualization of the restored blood flow, which increased safety of the aesthetic procedure and minimized the risk of severe complications.

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, angular artery obstruction/ vascular complications (vascular occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: munia, m.a., md, phd; munia, c. G. Md; parada, m. B. Md; parente, j.b-h, md, phd and wolosker, n, md, phd (2022). Doppler ultrasound in the management of vascular complications associated with hyaluronic acid dermal fillers, 40-43. Https://www.ncbi.nlm.nih.gov/pmc/articles/pmc8884183/.